Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. Zip code is not indicated at this time. (B)(4).

Event description:
A doctor reported that following a cataract extraction with intraocular lens (iol) implant procedure, a patient experienced decreased vision and could not adjust to the iol (meaning that the patient complained of discomfort). The iol was exchanged in a secondary procedure. Additional information was requested.

Manufacturer narrative:
The product was returned. Solution and adhesive is on the lens. One haptic is broken in the haptic/optic junction area and has a nick/chip in the distal area. The optic is cut from edge towards center, typical of insertion and removal. The optic has multiple scratches and scrape marks near the cut area. Power and resolution testing could not be conducted due to the extensive optic damage. The product investigation could not identify a root cause for the reported complaint. (B)(4).